Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found rbc (red blood cell) and wbc (white blood cell) baths not draining. He replaced cracked pinch valves vl-12a and vl-12b and verified instrument performance. (B)(4).

Event description:
Customer reported erroneous cbc (complete blood count) test results were generated for seven patient samples when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous when compared to results from the same samples rerun on a coulter lh 780 hematology analyzer. The rerun test results were considered to be correct. The error log of the instrument contained error conditions of rbc (red blood cell) and wbc (white blood cell) voteouts (a non-numeric result), ls (light scatter) offset errors, and aperture voltage below limit errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.